Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore catheter extension set's needleless IV connector (cap) fell off onto the floor when the nurse opened the package. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.